Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn 83 units, an unspecified number of lab results showed elevated potassium (6.8). Labs were later tested again and confirmed that they were wrong results. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k954592. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.